Event description:
Customer reported being hospitalized due to diabetes ketoacidosis and food poisoning. The cust0mer stated she was violently ill from food poisoning, she thinks she bent the cannula inside her body.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.